Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and they "feel worse" with their new cardiac resynchronization therapy defibrillator (crt-d). It was determined that the patient's heart rate was below the crt-d's programmed lower rate. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.